Event description:
Reporter alleged, the customer obtained discrepant back to back blood glucose results of 443 mg/dl, 155 mg/dl, and 131 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that the customer took her normal 1000 mg dose of diabetes medication after the first reading of 443 mg/dl. It was reported that the customer was experiencing hypoglycemic symptoms and self-treated with soda and candy. Reporter stated that the paramedics were called, but no other treatment was given to the customer after they obtained a result of 187 mg/dl on their meter. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.